Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that infusion set was obstructed and was having a difficult time priming. During troubleshooting it was found that fill cannula was set at 10.0 units and customer received assistance adjusting setting. Customer's blood glucose was 600 mg/dl. Customer went through and discarded 14 infusion sets and reservoirs. Customer was advised that supplies would be replaced.